Event description:
It was indicated that the reporter had seen deterioration of a couple of catheters and thought that, after a certain number of years, they degrade.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, lot# unknown, product type catheter. (B)(4).